Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved plum 360 pump that inaccurately delivered. No harm was reported as a result of the event. No additional details were provided.

Manufacturer narrative:
The device was received on june 10, 2019 for evaluation. The customer reports an inaccurate delivery. During the functional tests the device delivered what was programmed. The pump mechanism functioned correctly. The probable cause was not found. The customer requested the download of the history log from the pump from 27-may-2019, 4 pm until 29-may-2019 6 pm. There was nothing for the event date in the history log as the device was only operated until (B)(6) 2019